Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick female external catheter were caused irritation and pain. The doctor prescribed medicine for infection and cream for skin, also stated that the patient was no longer using the product. It was noted that the original kit was delivered on (B)(6) 2020.